Event description:
Information was received from a patient regarding an external device. The reason for call was the patient stated they needed their representative but they didn't know if the representative was even around anymore. The patient then stated the machine was not working anymore and that they couldn't charge the implanted neurostimulator. Agent asked the patient if they saw an error screen and the patient said yes, but then said charging goes off a couple times and they have to take the battery out and clean the battery. Patient said sometimes they could get charging to work. When asked for the event date, the patient initially said for the last month they had been going through a lot with this machine and the issue was starting to get worse and worse. Later patient said they'd been having problems for the last 6 months since their last call were they were told to reset (patient confirmed talking about the last call in cmf). Patient also mentioned that they'd been having problems since they got this implant. Patient said the issue was getting worse and that it took them 3 hours to charge. Patient also mentioned the recharger didn't click in right into the controller, but patient was able to charge controller ok. Agent offered to walk the patient through troubleshooting over the phone and patient accepted. Patient did not see any damage to recharger but said when they plug the cord in to controller, they could tell the cord was not quite in there. Patient examined controller port and said there was maybe some dog hair in there. After cleaning the port, patient said the recharger plugged in better. Patient attempted to start a charging session of their implant and the patient reported seeing all zeros along the bottom of the screen after pressing recharge on no device found screen. Patient could then be heard remarking "that thing is hot". Patient also mentioned the controller was in spanish. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient will call back once they receive the replacement recharger to troubleshoot charging and get the controller back into english. Patient mentioned they wanted the stimulator again because they need stimulator to walk and would stumble otherwise.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97755 lot#/serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. The device was also getting hot at the donut and was stuck in passive recharge mode on all 0's. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.